Event description:
Insertion of the expandable sheath to the iliac bifurcation was difficult. The ancure device was inserted and while in the external/common iliac (beyond sheath), the superior capsule retracted 3-5mm. The physician stopped the insertion of the device. Rejacketing was attempted but was unsuccessful. The device could not be pulled out without probable damage to the vasculature. A retroperitoneal cutdown was done over the right common iliac artery, the superior attachment system was cut off, and the device was then removed. Upon removal of the superior attachment system section, the clinical specialist reported that plaque and thrombus between the exposed hooks and superior capsule was restricting rejacketing. The pt lost 2 liters of blood and is currently doing fine and in stable condition. Endovascular repair was completed with another device.